Event description:
A review of service data detected a reportable event. Upon servicing belt sn (B)(4), the belt failed the fall-off test. The last pt to use this belt did not report any deficiencieses.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the fall-off test. The cause was an open brown (-5v) wire in the belt's trunk cable connector. The cause for the open wire was a damaged trunk cable connector. The cause for the failed fall-off test is the open brown wire. The root cause for the damaged connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the open wire. The last pt to use this electrode belt did not report any deficiencies.